Event description:
Kimberly-clark received a report stating, "the suction catheter is separating from the thumb valve. When the catheter separated, the suction tube remained with most of its length in the patient's airway. The nurse was unable to grab the tube through the sheath to withdraw it. It was necessary to cut the sheath open and grasp the tube with a hemostat to pull it out." Sales confirmed there was no patient injury. Kimberly-clark has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the kimberly-clark complaint database and identified as record (B)(4).

Manufacturer narrative:
We are unable to review the device history record as no lot number was provided.the sample was not returned to kimberly-clark for analysis, and a root cause for this incident could not be determined based on the available information.information from this incident will be included in our product complaint and MDR trend reporting systems. Ongoing analysis of trend information is used to identify the need for additional investigations. Device was not returned to kimberly-clark by the customer.